Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device was discarded.

Event description:
Rep reported that the healthcare user had trouble draining fluid from the drip chamber to bag due to a clot. It was also reported that the nurse was finally able to unclog the system after several tries, however in order to unclog the system the health care users needed to break the sterility of the system to flush out the clots. No adverse consequences were reported. The device was discarded.